Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 08-sept-2016. The customer indicated that the incident device would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted a review of the device history record for this lot number indicates all parameters and acceptance criteria were within specified limits at the time of release.

Event description:
The customer reported the 4x4 gauze pack which was supplied in a lumbar laminectomy pack unravels/lint's. No patient injury reported.